Manufacturer narrative:
(B)(4). D10: cat# 010000663, lot# j7963347, g7 pps ltd acet shell 52e. G2: foreign, event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the polyethylene liner cannot be inserted into the acetabular cup; it is completely loose and can be easily removed. There was no patient impact. Attempts have been made and no further information could be provided.